Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV (with swelling and pain). The patient experienced a "boil appeared on the incision line" (captured as abscess) that required antibiotics and drainage. A ¿cholesterol granuloma" and hematoma were observed upon explant. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b7, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, hematoma, abscess, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV; "deep dermal abscess formation with histiocytic and cholesterol granuloma"; "hematoma"

Event description:
Healthcare professional initially reported capsular contracture, baker grade unknown. Later, healthcare professional reported "baker grade IV", "infection", "boil appeared", "histiocytic and cholesterol granuloma", "palpable axillary lymph node probably reactive", "swollen", "tea-colored drainage", "organized clot", "a dark fluid drained", "hematoma". Affected side is right. The device has been explanted and replaced.